Manufacturer narrative:
The MFR has performed multiple attempts to acquire additional information from the hospital regarding the event and pt outcome. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt expired with the cause of death being "septicemia and multi-organ failure." No further info is available.

Manufacturer narrative:
Correction - approximate age of device - 15 days. It was discovered that the incorrect patient was captured on the medwatch initial report. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Further investigation revealed that the patient information and associated device information provided were incorrect. Multiple attempts were made to determine the correct patient's information; however, the correct patient's information and the associated device information was not provided. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the report of septicemia and multisystem organ failure could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.